Manufacturer narrative:
(B)(4). Concomitant medical products- 11-104114 name: mlry-hd por fmrl 14x175mm lot: 068250, 139254 name: m2a-magnum 42-50mm tpr insrt-3 lot: 368010, us157854 name: m2a-magnum pf cup 54odx48id lot: 659400. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right revision procedure due to patient allegations of metallosis, elevated metal ions and injuries from the defective m2a magnum hip system. Attempts have been made and no further information is available at this time.